Event description:
It was reported from an eye care professional that a pt experienced a corneal ulcer associated with contact lens wear. The ulcer was diagnosed after the pt felt the edge of the lens (discomfort) and visited an eye care professional in (B)(6). The pt was prescribed treatment with unspecified drops. The pt has resumed contact lens wear again without any problem.

Manufacturer narrative:
(B)(4). The device history and sterilization records for the provided lot number has been reviewed and found to be in compliance. Mfg investigation of the affected lot revealed there was no nonconformity or deviation during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).